Manufacturer narrative:
Concomitant medical products: 1688tc competitor lead, implanted: on (B)(6) 2010 and 310c25 tissue valve, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds, on lead trending data, over the previous month. It was noted that the lead appeared to be functioning as programmed per current electrocardiograms. Communication attempts were made with the clinic to obtain additional information but were unsuccessful. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.